Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned, and therefore it cannot be definitively concluded that the pump malfunctioned and therefore caused burns/blistering.

Event description:
Customer reported on (B)(6) 2023 from the netherlands that the elvie stride pump caused mastitis. Customer alleged poor suction with the pump. Customer was seen by a healthcare professional and was prescribed antibiotic and attended hospital.